Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. There was no clear description of the defect described by the customer, however we identified some faults with the device. The measures used for repairing the defects are listed in the "proof of repair". Functional test performed. Electrical safety test according to iec (B)(4) completed. Hipot test completed. Functional test according to test procedure completed. Resistance value out of specs: hand control set replaced. Motor too loud - motor replaced. Short circuit in the motor cable - motor cable replaced. "Micro": preventive replacement of o-rings performed according to service manual. Unit modified according to guideline of manufacturer. Unit safety test (iec (B)(4)) performed according to manufacturer's final test procedure with reference accessories. The device has been repaired. A possible root cause could not be determined at this time. This serialized device was manufactured prior to (B)(6), therefore a DHR review cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed. A review of the depuy synthes (B)(4)complaints system revealed two similar complaints for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). (B)(6).

Event description:
Article defect. Additional information from affiliate: unknown when the issue was detected. Unknown on what was the failure, and how was it triggered. There was no surgical delay. Unknown if the procedure was able to be completed. No patient harm.